Event description:
It was reported that the subject device had foreign material in the auxiliary jet channel. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the type or probable cause of the foreign material remaining in the auxiliary jet channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.